Event description:
At the end of a routine hemodialysis treatment, it was reported that the luer connector of the cartridge was stuck in the pt's fistula needle and broke while trying to remove it. Approx 30cc of blood was lost that could not be returned due to the broken connector. No medical intervention required.